Event description:
October 29,1992, iabp alarms were saounding; rn was troubleshooting when blood was noted in tubing; md, cardiac surgeon, immediately available and balloon was removed and a new one inserted. There was no patient injury. Original balloon placed 10/26/92 following a prosthetic heart valve replacement and CABG. Patient with extensive cardiac history and prior valve replacement. Patient comatose/unresponsive following surgery of 10/26/92device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure, none or unknown, inherent risk of procedure, balloon. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: no. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.